Manufacturer narrative:
Product analysis the device was returned with the handle broken and the drive shaft bent. There is a crack on the snap feature on the distal handle a visual inspection showed that the tip detached adjacent to the anchor pockets, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with a non-medtronic 6fr 45cm sheath, spider fx guidewire and 6mm embolic protection during procedure to treat a little calcified, fibrous, soft tissue lesion in the left mid superficial femoral artery (sfa) with 90% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 50mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. Post procedure, damaged component/broken flush port was noted. There was no resistance felt during advancement. The flush port on the catheter handle was not damaged. The thumbswitch will not close. The physician made four passes with the hawk one m device, removed the device to clean it and was ready to put the device back into the patient for additional passes in the artery. Physician noticed that the thumb switch would not close the cutter door after cleaning. The physician used a second hawkone-m device. There was no patient injury.